Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product was returned for analysis. The engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information was provided by the affiliate. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. A 50/50 contrast to saline ratio was used for the procedure. An unknown indeflator was used successfully with the other devices. There was no resistance/friction noted inserting the balloon through the rotating hemostatic valve or through the guide catheter. The vessel was moderately tortuous. There was no difficulty advancing the device through the vessel or crossing the lesion. The catheter was never in an acute bend. The shaft did not burst. The device did not seem to stick to a stent. The balloon re-wrapped properly. The balloon catheter did not kink during use and was removed easily and intact from the patient. There was no resistance/friction noted with other devices.

Manufacturer narrative:
Review of DHR for lot 17047351 concluded the following: (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. All defects were reviewed 3 defect of leak could be considered potentially related to the reported complaint however all the units of lot were testing at the 100% and the unit that failure during leak test were segregated and discarded. Controls are in a place to detect leaking. Leak and burst test results were reviewed and no anomalies were found during manufacturing process of this lot. Receiving inspection records for saber balloon (lot: 201311180100) was reviewed and this lot were deemed acceptable. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during a post-dilatation of a luminexx (medicon) stent implanted in the left common iliac artery, it was reported that a 7mmx4cm saber pta catheter ruptured at 14 atmospheres (atm) at initial dilatation. Therefore, the device was removed from the patient and a 7x40mm powerflex pro was used instead. The procedure was finished successfully. There was no patient injury reported. The lesion was moderately calcified and tortuous. The rate of stenosis was 50%. An ipsilateral anterograde approach was made. After implanting the stent, the saber was delivered to and inflated at the lesion for post-dilation. However, it ruptured at 14 atm during its initial dilatation. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. A 50/50 contrast to saline ratio was used for the procedure. An unknown indeflator was used successfully with the other devices. There was no resistance/friction noted inserting the balloon through the rotating hemostatic valve or through the guide catheter. The vessel was moderately tortuous. There was no difficulty advancing the device through the vessel or crossing the lesion. The catheter was never in an acute bend. The shaft did not burst. The device did not seem to stick to a stent. The balloon re-wrapped properly. The balloon catheter did not kink during use and was removed easily and intact from the patient. There was no resistance/friction noted with other devices. One non sterile saber 7mm4cm 90 was received coiled inside a plastic bag. An axial burst was noted in the balloon. No other damages were noted. Functional test could not be performed due to the balloon condition. Sem results showed that the external surface presented evidence of abrasion marks that could be related to the balloon burst. The internal surface and marker bands did not presented any evidence of damages. No other anomalies were found during the analysis. Review of DHR for lot 17047351 noted no issues that may have contributed to this event. The reported balloon at/below rbp burst was confirmed through analysis of the returned device. The exact cause could not be conclusively determined. Based on the information available for review vessel characteristics may have contributed to the difficulty experienced by the customer as evidenced by abrasion marks noted on the external surface of the balloon during analysis. Neither the product analysis nor the manufacturing records review suggests that the balloon burst experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Please note the event date was inadvertently left blank in the initial 3500 medwatch. The event date ((B)(6) 2014) was provided incorrectly in order to meet electronic medwatch acceptance requirements. It is only known that the event occurred in (B)(6) 2014. The exact day is currently unknown.

Event description:
During a post-dilatation of a luminexx (medicon) stent implanted in the left common iliac artery, it was reported that a 7mmx4cm saber pta catheter ruptured at 14 atmospheres (atm) at initial dilatation. Therefore, the device was removed from the patient and a 7x40mm powerflex pro was used instead. The procedure was finished successfully. There was no patient injury reported. The device was clinically used and will be returned for analysis. The lesion was moderately calcified and tortuous. The rate of stenosis was 50%. An ipsilateral anterograde approach was made. After implanting the stent, the saber was delivered to and inflated at the lesion for post-dilation. However, it ruptured at 14 atm during its initial dilatation.